Manufacturer narrative:
B3: event date: these occurred in november, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was backing up into unspecified quantity of one-link access sets during patient infusion. The issue was further explained as, while disconnecting an intravenous (IV) flush from a j-loop attached to a neutral needleless connector, air was drawn back into the j-loop, potentially causing the sucking of the patient's blood into the loop, as the neutral connector behaves like a negative needleless connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.